Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Manufacturer narrative:
Additional information was received that the patient¿s pocket site was very superficial. It was also reported that the patient was experiencing inadequate coverage and noted that the ipg was not properly charging. The patient underwent a revision wherein the pocket site was revised. It was noted that 16 of 32 contacts on a lead had high impedances and the battery was in hibernation postoperatively. Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had discomfort over the ipg site. The patient will undergo a revision procedure wherein the ipg will be placed deeper in the pocket.

Event description:
A report was received that the patient had discomfort over the ipg site. The patient will undergo a revision procedure wherein the ipg will be placed deeper in the pocket.

Event description:
A report was received that the patient had discomfort over the ipg site. The patient will undergo a revision procedure wherein the ipg will be placed deeper in the pocket.